Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 124 mg/dl. Troubleshooting did not occur for the no delivery as it was resolved with a reservoir change. The customer's father also stated they have gone through 10 reservoirs trying to resolve the alarm. The father also reported the customer was feeling nauseous with an upset stomach due to their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.